Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to possible infection. Reportedly, the was patient complained of a large lump at the implant site and stated that the device was somewhat sticking up. There were no additional adverse patient effects reported. The rv lead remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to possible infection. Reportedly, the was patient complained of a large lump at the implant site and stated that the device was somewhat sticking up. There were no additional adverse patient effects reported. The rv lead remains in service.